Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert, rewind anomaly and charge or battery last less anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had act button used to stick down when pressed but not doing that anymore. No harm requiring medical intervention was reported. Customer stated that insulin pump had failed battery test before once and reject new brand battery a few times in 3 year and battery life was diminished, last about 7 days. Customer declined to complete any troubleshooting stated his issues are not as extreme as they seem. Customer stated that insulin pump had crack in the casing near the battery compartment about a centimeter down and then split left and right and another centimeter in each direction. Customer stated that rewind slower than in the past and sound like it was working harder to rewind and to wind. The device will be returned for analysis.